Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 412.108, lot # 81p8335, manufacturing site: grenchen, release to warehouse date: december 10, 2020. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Visual inspection: the lockscr ø3.5 self-tap l24 tan (part #: 412.108, lot #: 75p2787) was received at us customer quality (cq). Upon visual inspection of the complaint device and the analysis of the photo, the hexlobe on the screw head was stripped. No other defect was observed. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: total length head od thread major od measured dimensions: total length = conforming head od = conforming thread major od = conforming device used ¿ caliper . Document/specification review: current and manufactured revision was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the hexalobe feature of the complaint device was found to be stripped. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, it was noticed that the screw head found bare. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1)3.5mm ti locking scr slf-tpng with stardrive recess 24mm. This report is 1 of 1 for (B)(4).